Event description:
At an unknown date, the patient underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. At an unknown date, the patient underwent revision surgery due to non-union.

Manufacturer narrative:
Medical records have been requested from the physician. Investigation in process.